Event description:
Caller states the expiration date printed on the compact test drum vial is 11/2008. Manufacturer has the expiration date as 10/2008. No adverse event reported. Requested return of suspect device and replacement was sent.